Event description:
Va puget sound hcs is completing inspections of all hospital bed and gurney surfaces per a national patient safety alert. The following was inspected: external cover, zipper, inside of cover, microholes, failure-odors, internal materials, fire barrier. Surface found to be compromised: full surface; area found to be compromised: fire barrier.